Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department to investigate the reported error. The fse checked the cup transfer alignments and made changes as needed. Fse found the set screw for the incubator table rotation pin slightly loose allowing the incubator table to vary in positions slightly causing cups to hit side of holder. Fse tightened the set screw, adjusted the incubator alignment to cup transfer and adjusted the washer probe to incubator. The fse ran cup transfer test multiple times with no errors occurring. Instrument is functioning as intended and was released. No further action are required by the fse. The aia-900 instrument, serial number (B)(4) was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from (B)(6) 2018 through aware date (B)(6) 2018. There was one (1) similar complaint found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the 4153 c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported issue was due to loose set screw for incubator table pin.

Event description:
The customer reported receiving error 4153 c.trans-z home overrun on their aia-900 instrument. Field service engineer (fse) was dispatched to address the reported event due to discrepant progiii, e2, fsh, prl, and lhii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. If follow-up, what type-additional information: concomitant medical products-date device returned to manufacture device history review: a review of the device history record (DHR) was conducted for serial number 10684205r, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Device evaluation: the aia-900 analyzer was returned for evaluation. Upon visual inspection, there was no shipping damage noted. Precision testing was performed four times on 10 vitamin d assays in an attempt to replicate the reported error messages. All sample results were within the expected range without any c.trans-z home overrun error messages or diluent low (dl) flags occurring. The instrument passed functional testing. The reported event could not be duplicated.